Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, audio anomaly and failed battery. The customer¿s blood glucose level was unknown. The customer reported that the alarm was a little softer and hard of hearing and insulin pump had rejected new batteries. It was reported that they had to push up and down arrow a little harder than before. The insulin pump will not be returned for analysis.